Event description:
The following information was reported: balloon loss of pressure during preparation of the device. Different mynxgrip used to close.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, approximately 2.5 mm from the balloon proximal tip. A possible cause of the taper to taper tear in the balloon could have been due to a rapid impulsive inflation. If pressure is applied in a rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon and the failure mode being a taper to taper tear. Based on the information provided and the investigation performed, the probable cause of the tear could not be conclusively determined. The review of the lhr (lot f1421602) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).